Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of dyspnea, edema, worsening mitral regurgitation, vascular occlusion and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the patient symptoms that occurred after the mitraclip procedure. It was reported that on (B)(6) 2017, 5 mitraclips were successfully implanted. One day post procedure, the patient experienced claudication with occlusion of the right common femoral artery. On (B)(6) 2017, twelve days post procedure the patient experienced cardiac decompensation, dyspnea, edema and persistent mitral regurgitation (mr) grade three. Intervention was performed. The physician reported a causal relationship with the mitraclip and these events. The femoral artery event resolved but the cardiac condition is ongoing. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received. The mitraclip access site was closed using a non-abbott closure device. Post procedure, an occlusion was noted at the site of the closure device. There were no issues with the mitraclip devices. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the 30-day medwatch report, additional information was received that the condition resolved on (B)(6) 2017. No additional information was provided.